Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient¿s device had not been working in 3 ¿ 4 years and the patient wanted to have it removed but it wasn¿t. It was reported that the patient had a stroke (unrelated to device/therapy) and was in a rehab facility. The patient wanted to do electrical stimulation, but they were not able to unless stimulation was confirmed to be off. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.